Manufacturer narrative:
On (B)(4) 2014 carefusion sent a replacement gas delivery engine to the (B)(6) distributor for their biomed to repair and return this device to an in-use condition. Carefusion issued a return goods authorization (rga) number to the distributor in (B)(6) for the return of the alleged faulty gas delivery engine (gde) for evaluation. As of (B)(4) 2014 the alleged faulty gas delivery engine has not been received. Once the alleged faulty gas delivery engine is received and the evaluation is complete, carefusion will submit a follow-up medwatch report.

Event description:
The following description of the event was copied from an e-mail from the foreign distributor in (B)(6). "We recently installed this gde to the vent as well as nimv option and performed a running test. This is when we noticed that the alarm wasn't functioning. Engineering checked the cables and connector but was not able to detect any problem visually. But they stated they were able to fix the problem when they replaced the gde."